Event description:
It was reported to philips that the device experienced a defib test/ pads failure during operational testing. It was noted by the customer that they had already replaced the therapy cable in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.